Manufacturer narrative:
Per fsr, this is a back unit and typically kept in storage. The batteries had a total nominal available capacity (tnac) of 0.0024 amp hours (ah). He charged the batteries overnight. The unit operated to the manufacturer's specifications. The user facility has been instructed to keep the unit fully charged and the process on how to do so. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.